Event description:
On (B)(6) 2011, the patient went in for a aaa repair. Using c-arm and co2 as contrast, the physician implanted a renu converter in the patient. Multiple angiographic runs were done to locate the renal and visceral vessels. Due to iliac disease, the c-arm had to be moved so the device could be visualized tracking up the aorta. The decision was made to use bony landmarks to place the device. The device was implanted and procedure was complete except for the final run. When the final run was completed, the renal arteries as well as the sma were not visualized. Despite multiple attempts to pull the graft down and selecting the renal arteries. The physician was unable to access the renals. The decision was made at that point to explant the graft. The patient was taken into surgery for open explant. The patient expired later after the procedure.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case, the instructions for use for the graft states: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries, the proper deployment sequence for releasing the top cap, and provides guidelines for proper anatomical requirements. In addition, the IFU provides instructions on performing angiography prior to top stent deployment to verify the position of the graft with respect to the renal arteries. Stating: "to ensure patency of renal arteries, recognize that the proximal graft markers are 2 mm below the proximal edge of the graft material." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required per quality engineering risk assessment as the risks remain at an acceptable level.